Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the app server and compared device settings between 3-sw-b and 3-sw-a, confirming that all configurations, roles, and area assignments for user madeline sielski (rn/rn-super user) were identical. With device, area, and role issues ruled out, tss suspected a possible change to the formulary item affecting dispensing behavior. No response was received after multiple follow-up attempts, so the case was closed. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient specific bin option under the override list was not available to choose. Customer tested on other stations, and the option was available for nurses to select for medication dispensing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.